Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no endoscopic image, all black in the image window. There were no reports of patient harm.

Manufacturer narrative:
Updated: d8, d9, h3, h6, h11 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no/black endoscopic image issue could not be reproduced and could not be confirmed; no problem found. Olympus will continue to monitor field performance for this device.